Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products; associated mdrs #1225714-2014-05252, 05254, 05255, 2937457-2014-01271 and 01272.

Event description:
The plaintiff's attorney alleged that the decedent experience a cardiovascular event on or about (B)(6) 2011, a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.